Event description:
It was reported that this left ventricular (lv) lead inhibited pacing. Boston scientific technical services (ts) provided potential causes and recommended a chest x-ray be performed. The lead remains in use. No adverse patient effects were reported. Subsequently, the right ventricular (rv) lead was repositioned at a later as it was suspected the lead had micro-dislodged.

Event description:
It was reported that this left ventricular (lv) lead inhibited pacing as a result of the right ventricular (rv) lead sensing atrial pacing. Boston scientific technical services (ts) provided potential causes and recommended a chest x-ray be performed. The lead remains in use. No adverse patient effects were reported.